Event description:
Patient reported she saw her md a few days ago due to central line irritation. Md thinks her central line is irritated from the alcohol swab and central line dressing currently. No further info, details or dates available. Unknown if patient has missed dose. Unknown if patient has defective product on hand. All known information is contained on this form. Reported to (B)(6) by pt/caregiver.